Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, product type: accessory. (B)(4).

Event description:
It was reported that during a procedure the lead showed high impedances. The specific measurements were not known and it was not implanted. The issue resolved when it was replaced with a different lead. There were no associated symptoms and the patient was alive with no injury. No known issues had been reported since implant. The manufacturer representative (rep) was still trying to get the patient information and if additional information is received a su pplemental report will be sent.